Event description:
During surgical procedure team went to use the endoscopic multiple clip applier. Clips where defective, closing before loaded into ports. New applier opened and procedure continued. Clip applier and packaging saved. Handed over to materials management for storage. Ethicon endo-surgery: endoscopic multiple clip applier, ref# el5ml, lot# z7052r, exp:10/31/2030.